Event description:
It was reported that the patient fell on her back a couple of days ago. The patient experienced swelling over the implant site, no stimulation sensation, and was unable to read the ins with the recharger. It was noted that the patient had last recharged the previous week. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3888-33, lot# v711815, implanted: (B)(6) 2011, explanted: na. Lead: model 3888-33, lot# v741237, implanted: (B)(6) 2011, explanted: na. Lead: model 3998, lot# v664926, implanted: (B)(6) 2011, explanted: na. Extension: model 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).